Manufacturer narrative:
The pacemaker and the ventricular lead were returned for analysis. During the pacemaker analysis, the pacemaker underwent a status interrogation, and the memory content was analyzed. A ventricular lead defect had first been documented in the memory on (B)(6) 2017 at 4:57 pm. The lead defect and the associated specification-conforming switch to unipolar lead polarity are with high probability due to the reported lead revision. There were no indications of a malfunction of the implant. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The pacemaker proved to be without defects and within specifications both in regard to the connection system and the electronics. There were no indications of a device dysfunction. The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked extensively. The visual inspection showed squashing in form of a two-fold 360 degree circumferential constriction of the lead body about 22.5 cm distal of the is-1 connector pin in the area of the lead fixation sleeve. The squashing is most likely the result of tight binding of the ligature thread. The analysis of the lead showed no other deviations that could be related to the clinical complaint. The measured electrical measurement values were within the specification. The fixation was without anomalies. The manufacturing process of the pacemaker and the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that 4 days after the implantation a heart perforation was observed. During the intervention the lead fixation could not be rotated. The manipulation at the pacemaker led to incomprehensible pacing and sensing intervention. It was decided to exchange the system.